Manufacturer narrative:
The coaguchek meter and one vial of test strip lot 430023-13 containing 5 test strips was received for investigation. The meter appeared undamaged and clean on the outside. The test strips and vial showed no defects. The returned test strips and retention test strips were measured with the returned meter with two high level control samples: control sample lot 45569900. Specified target range 2.6 - 3.2 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3 test 1: 3.0 inr. Test 2: 3.0 inr. Test 3: 3.0 inr. Control sample lot lin 3 control 60022. Specified target range 4.1 - 6.8 inr (±25% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3. Test 1: 5.5 inr. Test 2: 5.4 inr. Test 3: 5.2 inr. All results were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The returned customer material and retention material comply with the specification. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek in range meter serial number (B)(4). The results from two separate puncture sites were 5.0 inr, 6.0 inr, and 3.5 inr. The therapeutic range was either 2.7-3.2 inr or 2.8-3.3 inr.